Event description:
Info received that the brake would set, but will still move from side to side, no injury reported.

Manufacturer narrative:
Brake will set but will still move from side to side. Bed in shop. Recommended they replace the brake caster. Repair not yet confirmed.